Manufacturer narrative:
No device was returned to olympus for evaluation. During the call between the customer and technical assistance center (tac) representative, the customer was advised to clean the contacts on the 190 series scopes using 70% isopropyl alcohol and let it dry before reconnecting it back to the light source. The customer was also advised to make sure that the video cable (maj-1430) is not connected. During the call, the customer further reported that when the unit was taken to another room there were no issues. Tac advised the customer to call for further troubleshooting once she is in front of the subject device for further troubleshooting, and during that time, tac stated that they may have to swap the light source (clv-190) or reseat the cables between the units. The user facility has been contacted multiple times to obtain the current status of the device, but to no avail. The exact cause of the user¿s experience cannot be conclusively determined at this time. The investigation is ongoing, and if new information becomes available later, this report will be supplemented accordingly.

Event description:
The user facility reported that light source displayed an error message b30 (communication error) during use. The user facility staff further reported that they continue to experience intermittent issues with the device. No patient or user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the problem was able to be resolved through troubleshooting. The device was not returned for analysis. It is possible that the b30 error occurred because communication with an endoscope failed temporarily due to a faulty scope connector or a foreign material such as dirt or dust adhered to the electrical contacts. Olympus will continue to monitor field performance for this device.